Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that she replaced the device's battery, then when she tried to input her blood glucose level, none of the buttons responded. Blood glucose level was 327 mg/dl at the time of the call. The customer did not recall any significant events leading up to the button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.